Manufacturer narrative:
Correction to occupation: physician. Email address: (B)(6). It a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on the posterior side assessed as surgical impact opening (shell thickness was within specification). Additional observations: creases were observed. Stress marks observed. Wear abrasion observed.

Event description:
Physician reported a left side rupture. The device has been explanted and replaced.